Event description:
It was reported that during an arthroscopic rotator cuff repair for a rotator cuff tear, the healix advance was used according to the procedure manual, but the anchor was not fixed and dislodged. Another device was used to complete the procedure. There was surgical delay of under 30 minutes and no harm to the patient. It was confirmed that there were no remaining implants in the body. The device was brand new and the first use when the issue occurred. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.